Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues. The device did not pass through a previously deployed stent. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was removed from the patient. The patient was reported to be alive with no injury.